Manufacturer narrative:
Evaluation summary: the sample was received for evaluation and no reported event was confirmed. A visual inspection was performed and it was observed all the components are assembled properly at the tube according to drawing. An inflation/deflation test was performed using a syringe of air was applied to the cuff and it was observed the cuff held the air, the sample was left inflated 2 and no leaks were observed in the sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube cuff would not remain inflated after patient intubation. The cuff deflated after the patient intubated and this occurred on four separate occasions. It was indicated that reinflation of cuff was required throughout the procedure to maintain patency of circuit.